Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported right side infection. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side infection and drainage. The patient was treated with antibiotics. It was noted there was a small "hole" (wound) opening two months post implant. The implant was removed, "washed out" and then re-implanted. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, h6